Event description:
The customer reported that she had been experiencing high blood glucose levels for the past ten hrs. At the time of the call, the customer was feeling confused, and stated that she had been vomiting. The customer called the paramedics, and they arrived shortly after. Advised the customer to call back for troubleshooting once she has been treated by the paramedics. The customer stated that the paramedics had been called the day before as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.